Event description:
Coil stretched & removed. This patient was undergoing coil embolization within the supraclinoid- internal carotid artery (ica). There was no calcification within the vessel. No resistance was felt when the coil was initially being advanced through the prowler select lpes microcatheter (mc) to the target site. Prior to this coil, other coils go thought he same mc without resistance. The coil was being withdrawn for repositioning in the aneurysm when it unraveled/stretched. The coil was about 3/4 of the length in the aneurysm. There was a one to one relationship between the coil & delivery tube verified with fluoro prior to repositioning. During attempt to place the coil, the coil deployed or partially deployed out of the distal end of the mc, while the mc was not being re-positioned. Three other coils had been placed in the aneurysm thru this mc prior to this event. The stretched coil removed from the mc without difficulty. Continuous flush was maintained within the mc. There was no resistance between the gw and the mc when accessing the target site. The physician tried again with a smaller coil, which was not placed or deployed. He then used a wire to reposition the mc and again attempted to place a coil, which was not successful. He then decided to accept the result, which was good and ended the case in normal fashion.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.